Event description:
At 08:18 patient's IV ketamine infusion finished (baxter pump sounded alarm indicating empty bag). Upon this rn going to turn off the pump a small amount of clear fluid was noticed on the floor next to patient's reclining chair. Clear fluid was noted to be dripping continuously out of distal luer connection site on IV tubing, suggesting a fault in the tubing. There was no leakage from IV point of entry into patient nor between the IV tubing and IV extension set. Patient was not harmed during this event however this resulted in patient receiving less than ordered amount of medication. Attending psychiatrist dr. [Redacted] was immediately notified and spoke with patient and this rn to determine next steps (patient will follow up in ketamine clinic next week.) Manufacturer response for IV tubing, continu-flo solution set (per site reporter). [Redacted] emailed baxter.